Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Relevant root cause investigation was performed considering complaint description, cs reports, system log files and system history. It was reported that several weeks before the incident occurred, the x-ray tube showed a defective small focus. The system detects the failure and aborts the scene. After 3 repeated attempts, the system switches over to the next larger focus automatically. When the large focus fails, only the micro focus is available. The megalix cat x-ray tube was returned for a detailed investigation. During incoming inspection a defective small focus (f1) and large focus (f2) was determined. The affected x-ray tube was exchanged by the local service organization and no further errors have been reported. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that no x-ray was possible and a small and large focus defective message was shown on the monitor. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.